Event description:
It was reported the abviser autovalve iap monitoring device leaked at the stopcock near the transducer. The facility was reportedly utilizing the transducer and syringe provided within the abviser kit. A new abviser was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The initial reporter was unable to determine the lot number of the affected product. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, af follow-up report will be submitted. See scanned page.